Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb artery. A 4.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the device ruptured and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb artery. A 4.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the device ruptured and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. It was further reported that the target lesion was 60% stenosed, moderately tortuous, and moderately calcified. The balloon ruptured on the second inflation at 20 atmospheres for 120 seconds each.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for an analysis and underwent a visual and tactile examination. It was identified that the balloon was not folded. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. No issues were identified with balloon inflation or the balloon material. The tip, markerbands, and shaft od the device had no damage noted.